Manufacturer narrative:
Preliminary assessment of the event by a clinical specialist notes inferior vena cava collapses that may have caused the air entrapment. Further investigation into the event is pending.

Event description:
It was reported that roughly three hours into perfusion, the inferior vena cava line was noted to be full of micro-air bubbles. Flows and pressures were noted to be zero and the perfusate exiting the inferior vena cava was noted to be dark. The soft-shell reservoir was also distended with air. The circuit was de-aired which improved flows, pressures and perfusate color. No further air was seen entering the circuit. A few inferior vena cava collapses were noted in the data which may have been the source of the air entrapment. The recirculation/ascites tubing was also noted to be fused. Troubleshooting was successful in opening the tubing. Following perfusion, the liver was ultimately discarded.